Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred and pump subsequently displayed a minimum fill notification, amount of insulin in cartridge was unknown. Customer¿s blood glucose level (bg) displayed as "high" on the continuous glucose monitor. Customer administered a manual injection of insulin to address the elevated bg. The pump was reset and a new cartridge was loaded to resolve the issues.